Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead, a lead integrity alert (lia) triggered and intermittent t-wave oversensing (twos) was noted during a ventricular tachycardia (vt) episode. Diagnostic testing and troubleshooting were performed. No action was taken and the rv lead remains in use. No patient complications have been reported as a result of this event.